Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and replaced the e100 generator. The system was tested and verified as ready for use. The e100 generator unit involved with this complaint has been returned for evaluation. The reported issue was able to be replicated. The generator was installed into a test system and upon powering up, the led turned red. The root cause was attributed to a component failure. This complaint is being reported based on the following conclusion: the customer converted to another generator after the start of the procedure due to an issue with the e-100 generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer informed the technical support engineer (tse) that the vessel sealer instrument was not working on the e-100 generator, but it did work on the erbe generator. The e-100 had red power led and instrument led. The tse had the customer power off the e-100 in the back and power it back from the back then push the power button on the front and it powered on with red leds again. The customer called back at the end of the procedure and reported that the they were able to power cycle the e100 generator but the led was still red. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.